Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screwdriver shaft broke at the cross heads during an unknown, initial veterinary surgery. It was stated that two pieces chipped off but were easily retrieved and thrown away. A standard x-ray during the surgery confirmed that there were no fragments left in the patient. It was reported that there was another screwdriver readily available and therefore, no delay in the procedure. There was no harm to the patient and the surgery was completed successfully. Concomitant medical products: screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) screwdriver shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Service history review for part #314.42, lot # unknown: no service history review can be performed because the lot/serial number is unknown and cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. A review of the device history records was unable to be performed since the lot number was unknown. Service and repair evaluation for part #314.42, lot # unknown: the customer reported the screwdriver shaft broken and two pieces chipped off. The repair technician reported the screwdriver head was chipped and missing a piece. Worn out parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The evaluation was confirmed. A product development investigation was performed on the returned subject device. A visual inspection under 5x magnification, dimensional inspection of feature(s) related to this complaint and drawing review were performed as part of this investigation. This complaint is confirmed. Two of the four distal cruciform tips have sheared off of the returned 314.42 cruciform screwdriver shaft. The 2 sheared off fragments were not returned to customer quality (cq) but would each be approximately 0.5mm wide x 2.0mm long with reference to relevant drawing. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. The width of the remaining bases of the 2 sheared off tangs was measured and both were found to be within specification per relevant drawing. Relevant drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Unable to determine a root cause. It is most likely due to excessive torsional force exceeding shear strength of cruciform tips. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.